Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 25-jul-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, it was determined that the user was unable to authenticate. A technical support specialist mentioned that the customer's last login was successful. Tss found that the customer's account had been locked previously, and customer was able to sign in afterward. The system functioned as intended after the technical support specialist verified the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es system, the user was unable to authenticate, preventing access to pull or load medication as the system did not recognize the username. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.